Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side with capsular contracture baker grade unknown and after reported rupture left side. Devices remains implanted.

Event description:
Patient reported left side with "capsular contracture, baker grade iii." Patient additionally reported "intracapsular hyproprotein fluid accumulation on the posterior aspect of the implant on the left, which probably corresponds to a loculated seroma."